Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon said the enseal device was working and then suddenly it became hard to use. The surgeon noted he looked intra-abdominally and noted that the jaws had three prongs off it instead of the usual two. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in a yellow message screen "reposition jaws and reactive" which is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.